Event description:
Hcp reports the pt presented with signs of infection including fever, redness, swelling and pain. Perioperative antibiotics were administered. The hcp indicated that it is unk if the pt has meningitis. The type of organism cultured was mrsa and both IV and oral antibiotics were administered to treat the staph aureus infection. The product was explanted after approx two weeks implant duration. The device was not returned to the MFR for analysis. The physician indicated the following risk factors were present prior to device implant: urinary tract infections, malnutrition and debilitated status. The infection has reportedly resolved.